Manufacturer narrative:
A review of c335 was performed and there were no non-conformances associated with this lot. This lot met release requirements. A review of lot c335 shows no trends. A review of the complaint categories shows no trend for pressure dome membrane leak. Analysis of product returned: the return and collect pressure domes were received for analysis and no problems that affect their fit onto a pressure sensor were found. The condition of the return pressure sensor indicated that it was not correctly installed. At the time of the investigation, no trend was detected for pressure dome membrane leak. Capas (B)(4) and (B)(4) were initiated for complaint category pressure dome membrane leak. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process.

Event description:
Customer reported a blood leak occurred at the collect or return pressure dome; she could not determine which pressure dome had leaked. Customer stated there were no alarms, but the leak is believed to have occurred when the single needle mode treatment was at about 300 ml whole blood processed (wbp). When the leak was noticed, the treatment was aborted and the blood in the kit was not returned to the patient. Customer provided three photographs - two of the blood leak area, and one of the display screen. The photo of the display screen shows the collect phase stopped, at 322 ml wbp. Customer indicated they will have their internal therakos cellex-trained biomed evaluate the instrument, so no field service is requested at this time. Service order was not dispatched.